Manufacturer narrative:
(B)(4). The ge healthcare service representative was not able to duplicate the reported issue. Both the inspiratory and expiratory flow sensors were replaced and the bellows were reassembled as preventive measures.

Event description:
The hospital reported that, during patient use, the mechanical ventilation did not start when the bag to vent switch was toggled initially. The mechanical ventilation started when the customer toggled again and during ventilation, the bellows did not operate. There was no reported patient injury.